Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited high out of range shock impedance measurements, measuring around 150 ohms on the right ventricular (rv) channel. Technical services (ts) reviewed and recommended in-clinic troubleshooting options and to consider an x-ray of the device and lead system for any visible problems or movement. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and section h6 device codes.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited high out of range shock impedance measurements, measuring around 150 ohms on the right ventricular (rv) channel. Technical services (ts) reviewed and recommended in-clinic troubleshooting options and to consider an x-ray of the device and lead system for any visible problems or movement. This device remains in service. No adverse patient effects were reported. Additional information received indicated that this device exhibited beeping tones. Ts provided troubleshooting options and to perform patient-initiated interrogation (pii). No adverse patient effects were reported.